Event description:
It was reported that a dissection occurred. The patient presented with a myocardial infarction (mi). The target lesion was at the left circumflex (lcx) artery and the first obtuse marginal branch (om1). A 2.25 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous transluminal coronary angioplasty (ptca). During treatment of om1 with the agent dcb, a type b dissection developed, and timi 2 flow was noted. The vessel demonstrated nodular calcium, and inflation at nominal pressure resulted in a mild dissection. A synergy xd stent was deployed to cover the dissection and successfully complete the procedure. The procedure was completed without further complications.